Event description:
It was reported that the patient experienced syncope multiple times after the dual chamber implantable pulse generator (ipg) had reached the elective replacement indicator (eri) and had switched to ventricle-only pacing. The cause of the syncope was diagnosed as severe pacemaker syndrome due to loss of synchrony. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).